Event description:
The customer stated a prism analyzer generated a false (B)(6) hcv result for one patient sample. The patient sample was repeatedly (B)(6) for hcv on the prism analyzer, but was confirmed hcv (B)(6) by pcr testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, prism hcv, list (B)(4), that has a similar us product distributed in the us, prism hcv, list (B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Retained kits of prism hcv assay kit, list number (B)(4) lot number 96103hn00 and lot number 06346li00 (as reference), were calibrated on two different channels (reflecting two instruments) and all calibrations met instrument specifications. The positive run control values met control specifications and were in the typical range. (B)(4). As part of our evaluation we have reviewed the complaint records for lot number 96103hn00. This review did not identify any problems related to the customer's observation. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that prism hcv assay kit, list number (B)(4), lot number 96103hn00, is performing acceptably, and no product deficiency was identified.